Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a pocket infection occurred. The organism was identified as staph. The patient was hospitalized for antibiotics. The implantable pulse generator (ipg) system and envelope were explanted and a new ipg system was implanted. No further patient complications have been reported as a result of this event.